Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occured. Blood leak alarm noted after dialysis was started and pump speed increased to 350. An obvious blood leak was noted near the top of the dialyzer. The dialysate also tested positive for blood. Patient was disconnect and machine pulled from service. There was no injury to the patient and no intervention required. The estimated blood loss is 150 ml. The blood flow rate was 350 ml/min and the dialysis flow rate was 500 ml/min. There was no indication of clotting in the circuit. Sample has not been returned to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.